Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the firing stopped 1/3 way. The surgeon was able to complete firing. Afterward, the green handle indicator light was flashing and there was a steady blue light. The handle was removed from sterile field. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).